Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. According to the users description of the incident, they deviated from the IFU in three respects: the IFU states: "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The wem esu generator is equipped with an electrode contact quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. Further on the IFU states: "should cutting or coagulating effect diminish during surgery, or a higher than normal power setting be requested, a problem may exist. Immediately make sure that the neutral electrode is adequately placed and in full contact with the skin. Inspect all connections of the neutral electrode i.e. Clamp, cable, connector plus all active accessories and the generator before turning up power." The user stated that the power settings were raised during surgery. The IFU state the precaution: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. Make sure the site will not bear the patient's weight during surgery (...)". The user stated that the electrode was apparently adhering not properly, "although the patients body was exerting weight on the plate" the IFU states explicitly "improper use of neutral electrodes can cause patient injuries. These instructions serve patient safety. Not following these instructions may lead to burns, pressure necroses or other skin trauma during use." We therefore conclude that several user errors caused the incident. Device not returned.

Event description:
On april 24th, 2018 we have been informed about an incident involving a dispersive electrode. A mechanical aortic valve replacement procedure was performed at (B)(6) hospital. A non-monitoring dispersive electrode (model skintact ro01) and a wem generator were used for a duration of 6 hours. The patient's skin type was described as normal, the general state as normal and the body type as obese. The skin was cleaned, not shaven, not disinfected, but dried and no lotion had been used before applying the neutral electrode. The patient was lying in the supine position. Initially an electrode was placed interscapular but the generator did not detect an electrode present. The patient was repositioned to exchange the neutral electrode. The new electrode was placed on the left shoulder blade and the procedure was started. The power setting had been described as 120w and had been raised during surgery. After the procedure when the patient was removed from the op table four burns were detected underneath the hydrogel. The size of the burns was described as 4 cm. The electrode was reported to "apparently adhering not properly, although the patients body was exerting weight on the plate". The treatment of the wound was described as routine care.